Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had fuzzy picture. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although we could not conclusively specify the root cause of the suggested event, it was presumed the biopsy channel leaked during the user handling and water invaded the scope connector. It caused abnormality in the electronic components, resulting in the suggested event. Olympus will continue to monitor field performance for this device.